Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error and high blood glucose events the customer¿s blood glucose level was 400 mg/dl at the time of call and a blood glucose reading of 500 mg/dl prior. Customer treated with manual injection and declined high blood glucose troubleshooting. During motor error troubleshooting, customer's parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer's parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.